Event description:
A nurse reported, the shunt would not release. Pt impact remains unk. Add'l info has been requested.

Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to a shunt not releasing were found during the DHR review and the product was released according to optonol's acceptance criteria. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info was requested via mail on (B)(4) 2011. At this time add'l info has not been received. (B)(4).